Event description:
Device issue: none. Adverse event: angina and restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2007, the pt underwent stenting in the predilated distal right coronary artery (rca) with one xience v stent and in the predilated mid rca with one xience v stent. On an unspecified date in (B) (6) 2009, the pt experienced angina and a positive functional stress test that was treated with diagnostic coronary angiography on (B) (6) 2009, and found a new lesion proximal to the index proximal rca stent and in-stent restenosis of index mid rca stent. The pt underwent revascularization on (B) (6) 2009, with four additional overlapping xience stents from proximal to mid to distal rca. The pt's symptoms resolved on (B) (6) 2009. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Angina and stenosis are recognized as known adverse events of coronary stenting in the xience v instructions for use (IFU). The positive functional stress test (the reported test results) was likely used to diagnose potential ischemia, which was possibly attributed to the restenosis or new stenosis found in the diagnostic coronary angiography. Although a conclusive cause for the reported pt effects and the relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The second 3.0 x 8 mm xience v (part 1009553-08, lot 6053151), has been filed under this MFR number.